Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Reportedly, customer had been swimming and was disconnected from pump for an extended period of time. Customer reported bg levels were corrected.